Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient's nurse reported the patient's catheter extension had a break and leaked fluid near the catheter end. The extension was replaced. The patient was prescribed prophylactic antibiotics vancomycin and fortaz. The patient did not have an adverse event attributed to the leak. The part is available for evaluation

Manufacturer narrative:
Device has not been returned for evaluation at the time of this follow up. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The sample has not been made available for evaluation to date.

Event description:
"."

Manufacturer narrative:
Manufacturing plant received on 05/08/2018 one actual sample of product 050-95004 without its original package. A visual inspection was performed and found two cuts on the catheter extension¿s tubing. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.